Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer's blood glucose was 439 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error while running and was sweating. Customer stated that the insulin pump buttons were unresponsive. Button error troubleshooting was performed and unable to confirm if the time is advancing due to button error alarm. Customer also mentioned to have experienced a high blood glucose of 439 mg/dl. Customer did not mention any form of treatment for high blood glucose. No troubleshooting was performed on high blood glucose event. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted. However act, esc and down arrow buttons did not respond due to corroded keypad traces. Time advanced properly. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.